Event description:
Based on info reported to davol by the operating room nurse and hosp (B)(6): ni/ni/ni - ventralax mesh implanted in the pt. On (B)(6) 2012 - the mesh was explanted from the pt due to a recurrent incisional hernia that was causing pain.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that the pt had a composix kugel mesh explanted after experiencing a recurrence and pain. However, no specific device failure was alleged. The mesh was returned and evaluated. The condition of the mesh was consistent with one that had been implanted and later removed, with no unexpected damage or defects. Although no specific defects were found in the device, without further info regarding the event, we are unable to determine whether the mesh may have contributed to the pt's pain and recurrence. While there is no indication that the mesh contributed to the recurrence, it is listed as a potential adverse reaction in the product's instructions for use. Additionally, no lot number has been provided, therefore no mfg review could be performed. We have contacted the initial reporter to obtain add'l info. If add'l info is received, a supplemental MDR will be submitted.